Event description:
This report is being cancelled as it is not a valid complaint. It was created in error.

Manufacturer narrative:
Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device. E. Initial reporter. G. All manufacturers. H. Device manufacturers only.

Event description:
Retraction MDR. It has been determined that this was not an MDR reportable event.

Manufacturer narrative:
MDR retracted. Revert all sections to blank.

Manufacturer narrative:
Device not accessible for testing: (4117/213) device is not accessible for testing due to the customer not requesting repair service. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6).

Event description:
It has been reported that the cardiosave intra-aortic balloon pump (iabp) had low helium and a spare tank is needed. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.